Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited respiratory rate trend (rrt) oversensing. There was no evidence of asystole. Boston scientific technical services (ts) educated the caller about rrt oversensing and possible causes. No adverse patient effects were reported. The device remains in service.